Event description:
It was reported that the iab had been inserted into the right femoral artery in 2006. About 4 days later, the edwards system 97 began to experience helium leak alarms. The user tried to pump again but the helium leak alarm could not be stopped. As the iab was scheduled to be disconnected four days after, it was removed. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.